Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device "paused" during use causing a delay in treatment of the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the device failed the self test.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and full analyze and defib testing without duplicating the report. The device was recertified and returned to the customer. When the pause button (softkey 2) is pressed, the device will display the "device paused" message. The "device paused" refers to the 2 minute auto-analysis cycle of the CPR protocol in AED mode and will only pause the analysis cycle and not the analysis itself. Review of the device activity log showed no evidence that the device failed the 30 joule shock test. The log did show that the device was powered on in AED mode, and the device will not perform a manual 30 joule self test in this mode. The user would need to switch to manual mode to perform the 30 joule self test. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.